Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received noted that the right ventricular (rv) lead exhibited micro-dislodgement and intermittent capture.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies with the exception of damages that occurring at time of procedure. The complaint of helix could not be retracted was confirmed due to blood in the helix assembly. After cleaning, the blood off from the helix and applying torque directly to the connector pin, the helix could be extended and retracted meeting device specifications. The reported events of ¿high rv pacing threshold¿ and intermittent capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing threshold. The patient presented for rv lead revision on (B)(6) 2020. During the procedure, the helix could not be retracted. The lead was explanted and replaced. The patient was stable.